Event description:
It was reported that during a lithotripsy procedure, the fiber was kinked and fractured, resulting in an injury to the physicians finger. The procedure was completed using a different device without any patient complications.